Event description:
It was reported that the patient with the pacemaker device triggered a lead safety switch (lss) due to gradual increase in pacing impedance measurements, measuring at 2020 ohms on this right ventricular (rv) channel. The impedance measurements were out of range since more than a year now. The minute ventilation (mv) sensor was disabled by signal artifact monitor (sam) with was recorded in april 2023. The patient was seen in clinic in-office interrogation and reprogramming was performed. Technical services (ts) reviewed and stated that this rv pacing impedance trend over the past year had gradually declined from 2000 ohms to 800 ohms and the rv threshold had followed the same pattern with a decrease in threshold. The sensing was improved, and the plan was to continue monitoring. This rv lead currently remains in service. No adverse patient effects were reported.